Manufacturer narrative:
The reported event was addressed with phone support. The intuitive surgical, inc. (Isi) technical support engineer (tse) recommended to check the lot number of the universal seals and if the issue continues, to try a different lot number. The tse also recommended to return the affected universal seals for evaluation. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. At the time of this report the customer has not issued the return of the product.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the universal seals were losing insufflation. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the universal seal was losing insufflation very quickly. The abdomen collapsed. The valve on the seal was broken. There was no injury to the patient.